Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway. The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely. The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be low latex viscosity that can leading to catheter leaks requiring replacement of device and difficult to re-insert. The DHR review could not be performed without a lot number. Therefore no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway. The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely . The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago. Per follow-up information received from ibc on 30nov2022, stated that the location of leaks were from balloon.

Event description:
It was reported that the patient had many problems with the foley catheters and had to wear even more padding due to heavy leakage anyway. The catheters used were already prefilled, however they were not lasting 3 months which were meant to do. When the catheters came out of their own accord which at the moment was very often the bubble which was blown up once the clip was removed had deflated slightly on one side but not completely . The user strongly felt that this was a manufacturing fault. The patient experienced the same problem a few years ago.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be low latex viscosity causing thin sac and poor/baggy shape. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.